Manufacturer narrative:
The device involved in the patient will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right interior carotid artery (ica) aneurysm. It was reported that the patient underwent a pipeline embolization treatment on (B)(6) 2011 and experienced left handed weakness. Magnetic resonance imaging (MRI) and computed tomography angiography (cta) showed focal hemorrhagic changes in the right hemisphere and parietal junction. It was reported that the patient's condition was resolved a month later.